Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo confirmed the reported machine alarm, however did not identify any product abnormality that could have contributed to the reported set filter coagulation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the alarm was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that during continuous renal replacement therapy with two (2) prismaflex m150 sets, the machine alarmed "extremely positive reinfusion pressure", which resulted in "coagulation and machine disconnection". It was not indicated whether the extracorporeal blood from either set was returned to the patient. There was no report of serious injury or medical intervention associated with this event. No additional information is available.